Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. The lesion was predilated with a 2.5x15mm maverick balloon and a 4.0x24mm promus element stent delivery system (sds) was advanced but it was unable to cross the lesion. The sds was removed and it was noted that the stent had dislodged inside the patient. He pulled everything out of the patient and noted that the stent remained on the guide wire. Additional predilation was performed with a 2.0x20mm maverick balloon and the procedure was completed with a 4.0x24mm promus element stent. The patient condition post procedure was reported to be stable. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. The lesion was predilated with a 2.5x15mm maverick balloon and a 4.0x24mm promus element stent delivery system (sds) was advanced but it was unable to cross the lesion. The sds was removed and it was noted that the stent had dislodged inside the patient. He pulled everything out of the patient and noted that the stent remained on the guide wire. Additional predilation was performed with a 2.0x20mm maverick balloon and the procedure was completed with a 4.0x24mm promus element stent. The patient condition post procedure was reported to be stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the device found the device was returned with the stent dislodged from the balloon and resting on the tip of the device. The stent was damaged throughout. The balloon was partially inflated. Solidified contrast media was present within the entire length of the inflation lumen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).